Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0537471v, implanted: (B)(6) 2005, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was reported that the stimulation was turning off. It was noted that the implantable neurostimulator (ins) was turning off on its own. It was noted that the patient would notice that his tremor was back and he would check the ins with the patient programmer and stimulation would be off and he would turn stimulation back on. It was noted that this issue had occurred with his past devices as well and the cause has never been determined. It was noted that this had been occurring for many years. It was noted that when the patient did have stimulation on he was setting stimulation therapy. Additional information was requested but was not available as of the date of this report.